Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be concluded. A 510k number will not be provided in the emdr, because the product code in unknown at this time. A follow up MDR will be submitted if additional information is obtained.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event wasidentified which occurred in the therapy initiated on (B)(6) 2011 21:17:14. During night drain cycle 12, the patient's ultrafiltration reading was 1820ml, indicating the home patient (hp) drained 1420ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). Additional information: evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total ultra filtration removal was set too low. If any additional information is received, a follow-up will be sent.